Event description:
During the procedure, the physician placed two cypher stents in the patient. One of the cypher stents was placed in the proximal left anterior descending vessel and the second cypher stent was placed at the circumflex. Within 24 hours both vessels were "abruptly closed" and the patient had to have a balloon pump inserted. "The patient was reasonably doing well, however, the patient experienced restenosis in the left anterior descending vessel." It was discussed that the physician that handled this case suggested that maybe the patient's results were caused more, because of an allergic reaction or resistance to the plavix drug, and it is the physician's opinion that the patient's event is not related to our device.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.